Event description:
As reported, hemostasis was not achieved after a 6/7f mynx control vascular closure device (vcd) was removed from the patient¿s body. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. Pulsatile bleeding of the puncture site was immediately noted upon removal of the advancer tube. Issues were noted during balloon retraction/button #2 step. The mynx control vascular closure device was prepared and used according to the instructions for use (IFU). There was no damage to the device prior to opening the package. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A non-cordis 6f sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of the vascular sheath introducer. The vessel type was arterial, the vessel diameter was verified to be greater than or equal to 5 mm, vessel tortuosity was little, the stick location was the common femoral artery (cfa), and there was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.